Event description:
At least 6 ICU medical spiros closed system transfer devices did not attach to the hazardous drug preparation. This occurred during the month of (B)(6). At a different site within our health system, the spiros closed system transfer device was attached to the hazardous drug syringe. The pharmacy tech heard the click. It was bagged up and sent to the rn unit and the rn said it fell off again. This occurred on 2 separate occasions 2 days apart ((B)(6)). The ICU medical team was informed of the problems with the spiros at both of our sites separately and have responded that an investigation will be completed for product replacement. The lot numbers of some of the devices could not be provided as they were sent back to the MFR for investigation.